Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.08760 inches. No possible over or under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the carelink pro report. No unexpected prime or fill anomaly noted during testing. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump was over delivering as they had low blood glucose level. Customer¿s blood glucose level was 66 mg/dl which was treated with food. Customer was having low blood glucose level since ten days and he was feeling shaking, sweaty, mental confusion, unable to follow simple commands, weakness and fatigue. Drive support cap was normal. While changing the set customer reported insulin dripped before connecting to the site. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.